Manufacturer narrative:
There was no patient involvement. (B)(4) sorin group(B)(4) received a report that the sorin s5 system alarmed when the level detection system was removed from the reservoir, but the pump did not stop. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system alarmed when the level detection system was removed from the reservoir, but the pump did not stop. There was no patient involvement.